Event description:
A reporter called to report that minimed medtronic send her an email to notify her that her 630g system has been recalled. She said the top of the chamber that holds the reservoir breaks apart.